Event description:
The customer reported an unexpected shutdown of the device when it is moved or bumped.

Manufacturer narrative:
The factory has not yet received the device for eval, and this complaint is still under investigation.